Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from (B)(6) and a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was diarrhea. On an unreported date in (B)(6) 2011, the patient began remedial treatment with amikacin. The event of peritonitis was resolving. It was unknown if the event of diarrhea resolved. Dianeal pd2 ultrabag therapy was ongoing. The nurse stated the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of diarrhea.

Manufacturer narrative:
(B)(4). The complaint for peritonitis-no malfunction or use was found to have no device malfunction or use error identified. The problem cannot be confirmed due to no use error described by the patient, a sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee. Baxter will continue to monitor similar reports to determine if further actions are required.